Event description:
The tps micro drill was sent for evaluation due to overheating during set-up testing. There was no pt involvement, and no adverse consequences were reported.

Manufacturer narrative:
The lower bearing on the rotor assembly did not rotate smoothly, as per specifications.